Event description:
It was reported that a patient was referred for prophylactic generator replacement, but high impedance was identified during the surgery. Diagnostics were not performed on the patient's old generator, so it was not known if the high impedance was present with that device. Diagnostics were performed on the new generator while it was connected to the existing lead, and high impedance was seen. The lead pin was re-inserted, and the high impedance was still present. The lead was the replaced, and the high impedance resolved. The explanted generator was discarded by the hospital. The explanted lead has not been received to date. No further relevant information has been received to date.

Event description:
The high impedance was seen during an office visit prior to the surgery. No further information has been received to date.